Event description:
It was reported the patient was not able to adjust stimulation. An "in the box" icon was displayed on the programmer. The patient said the programmer was replaced by him, still go the same icon. The patient met with the manufacturer representative to clear the icon. The patient reported an overstimulation sensation. The patient stated his internal neurostimulator (ins) has been off because he had an rf ablation procedure to burn the nerve to reduce pain. He stated he charges the ins weekly and turned the ins off. He felt the ins turn itself on a few weeks ago and about a year ago while getting into bed. The patient received assistance from his doctor or manufacturer representative and his concerns were resolved.

Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).